Event description:
A surgeon reported that a system message displayed during the "epinucleus" phase of a combined cataract and vitrectomy procedure as a result, the procedure was stopped and the surgeon switched the patient to another machine to finish the cataract surgery. The first system was restarted and a new cassette used in order to perform the vitrectomy. The case was able to be completed following a delay of thirty minutes; no further clinical consequences were reported.

Manufacturer narrative:
The facility did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).